Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose 560 mg/dl with symptoms of vomiting. The patient had received phone advice from their healthcare provider and treated the alleged blood glucose excursion. The patient had remained on the pump at the time of the call. The reporter stated that the pump was experiencing shorter than expected battery life. The reporter stated that the pump emitted the proper battery alarms. The reporter did not attempt to use different batteries to determine if the pump was at fault for the alleged hyperglycemic event. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2017 with the following findings: there were frequent low battery warnings observed in the pump history. The black box showed that the battery voltage immediately following a battery change was low. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump's electrical current draws were tested and were within specifications. The pump passed a delivery accuracy test and was found to be delivering within required specifications.